Event description:
Pt had a port-a-cath for chemotherapy. They had finished chemo and recent studies (not done here) showed that there was a crack in the port-a-cath where the tubing joins the port-a-cath. The surgeon cut the port-a-cath tubing as he removed the device.